Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs programmer displayed the "end of life" message for the patient's scs ipg. The company representative attempted to reprogram the patient's scs system with lower settings to save battery life. However, the patient was not satisfied as she preferred the high settings. Surgical intervention may be taken as the next course of action.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Follow up information received identified the patient had her scs ipg replaced with a different model. The reported issue was resolved.